Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd tube k2edta plh 13x75 2.0 plbl lav cn there was a low draw. Tube was replaced and there was no further impact to patient. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the blood was drawn from the child, it was found that the blood collection was not smooth. Because the nurse confirmed that the puncture was successful, the blood routine tube was replaced and the blood routine was collected successfully.